Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify charge/battery lasts less than expected anomaly and audio/vibrate anomaly due to buttons not responding. Device received with cracked case display window corner and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act buttons were sticky and the display had a rainbow effect. The customer¿s blood glucose level was unknown. Customer stated that the crack in left corner of the insulin pump. The insulin pump will not be returned for analysis.